Event description:
It was reported that the device experienced a power on reset (por) and a bit flip was suspected. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device experienced a power on reset (por) and a bit flip was suspected. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated power-on reset parameters were present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.